Manufacturer narrative:
The explanted device will not be returned as it was discarded by the medical facility. Additional suspect medical device components involved: model: db-2202-30, serial: (B)(4), batch/lot number: 20735176, description: dbs directional lead sterile kit 30 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a patient had their lead explanted due to the lead not being in the right location and the patient could not receive stimulation in the desired location. The patient is reportedly doing well following the procedure.